Manufacturer narrative:
Batch review performed on 07 may 2018 lot 134898: 30 items manufactured and released on 16 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any similar reported event. Gmk-primary femur cemented std size 3 narrow / right reference (B)(4). Lot 150964: 35 items manufactured and released on 03 june 2015. Expiration date: 2020-04-30 no anomalies found related to the problem. To date, 34 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 8 months after primary and the 12mm insert was revised with a 14mm. The patient became loose over time. (MDR 2016-00539) the patient came in again 1 year and 7 months later, complaining of anterior knee pain. The patient was a little loose, so the 14mm poly was replaced with a 17mm and resurfaced the patella. The surgery was completed successfully.